Event description:
It was reported that, after over twenty years of implant, the patient with this artificial urinary sphincter experienced a new onset of incontinence. It is believed that, during the patient's recent hospitalization, the device may not have been deactivated when the patient was catheterized as the incontinence began following catheterization. The device was explanted and replaced. The physician did not find any erosion under cystoscopy but atrophy was noted. No patient complications were reported.